Event description:
It has been reported that during the removal of the trial stair chair by a non-trained paramedic, it was noted that the foot rest appeared to be loose, and the foot plate broke free from the chair as it was placed on the ground. No adverse consequences or injuries were reported.

Manufacturer narrative:
Other: foot plate.